Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump displayed a belt slip error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported issue. The fsr performed corrective maintenance on the pump. The roller pump was within manufacturers specifications. No parts being returned to the manufacturer further evaluation. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.